Event description:
Edwards implant patient registry received information 23mm 11060a valved conduit was explanted after eight (8) months due to unknown reasons. The explanted device was replaced with a 21mm 11060a valved conduit. Concomitant coronary artery bypass was performed. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The subject device at this time has not been provided for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information 23mm 11060a valved conduit was explanted after eight (8) months due to endocarditis (methicillin-sensitive staphylcoccus aureus bacteremia and sepsis). Patient presented with covid-19, cardiogenic and septic shock. There was purulent fluid encountered intraoperatively around the sternum, inferiorly, and around the aortic graft. The explanted device was replaced with a 21mm 11060a valved conduit. Concomitant coronary artery bypass, redo aortic root replacement of acending aorta and hemiarch was performed. Patient tolerated the procedure unexpectedly well. Two hours later the patient experienced a respiratory arrest and had pulseless electrical activity. The respiratory arrest was due to severe chronic obstructive pulmonary disease and emphysema. Patient was chemically paralyzed. Patietn was found to have jugular vein partially occlusive deep venous thromboses. Patient was put on comfort care. Patient expired on post-operative day two (2).

Manufacturer narrative:
Prosthetic valve endocarditis (pve) is a serious complication of cardiac valve replacement despite improvements in prostheses types, surgical techniques, and infection control measures. Pve is an endovascular, microbial infection occurring on parts of the valve prosthesis or on reconstructed native heart valves. Infection is generally categorized into early (usually less than 60 days postoperative) and late (greater than 60 days post-implantation). Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. The cause of the event was most likely due to patient factors. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.